Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the 26 mm sapien 3 case by tf approach in aortic position, the aorta was quite tortuous but the valve alignment was done without problems. Once the valve was in position to implant, valve deployment started but the commander balloon did not inflate at all. As there was blood inside the atrion when pulling back the plunger it was obvious that the balloon must have ruptured. The valve was not deployed at all, therefore the whole system was pulled back inside the esheath and safely removed from the patient. Then a second kit was opened and the second valve was successfully implanted. Physicians inspected the device after removal and clearly identified rupture between the proximal part of the balloon and the balloon-catheter.

Manufacturer narrative:
UDI (B)(4). There was moderate-severe vessel tortuosity. The delivery system was returned to edwards lifesciences for evaluation inserted through the sheath. No flex was used but nearly full fine adjust was used. The valve was crimped on the working length of inflation balloon and the delivery system was inserted through the loader cap and sheath. The proximal balloon shaft was kinked likely due to returned packaging condition. Procedural cine was provided for the evaluation. Still images that were cropped from the cine revealed relevant information to this complaint. Tortuosity was observed in the access vessel. Image during delivery system withdrawal (due to balloon being torn prior to valve deployment) revealed that the aorta was slightly curved. During visual inspection, there was slight bunching of balloon material observed on the distal end. The crimp balloon was torn proximal to the I/c bond, balloon legs were slightly flared. The valve had one bent strut on the outflow with no exposed struts. There were gouges on the flex tip. No other abnormalities were observed on the returned device. Due to the returned condition of the device (crimp balloon torn), no relevant functional testing was able to be performed. The complaint for ¿balloon ¿ torn¿ was confirmed based on visual inspection of the device. During dimensional analysis, crimp balloon double wall thickness measurements were taken proximal to the tear. A thin wall could leave the balloon more susceptible to tears or be indicative of a manufacturing non-conformance. All measurements met the specification. A DHR review was performed for the work orders relate to the manufacturing of the devices and components that could potentially contribute to the complaints. Due to the emerging trend in ic bond complaints, the tubing lots and resin for the crimp balloon underwent further review, and in this case, were not identified as a suspect lot. The work orders did not reveal any manufacturing non-conformance that could have contributed to the complaint events. Review of lot history for the related work order revealed no other complaints related to ¿balloon¿ torn¿. A review of complaint history for the edwards commander delivery system (all models, all sizes) for the past 12 months (sept 2017 to august 2018) revealed other similar complaints with returned devices for ¿balloon - torn¿. A review of complaint data for august 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of ¿damaged¿. The edwards commander delivery system IFU, device preparation manual, and procedure training manual were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, the multiple visual inspections and tests are performed throughout the process. 100% visual inspection for critical dimensions: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. 100% visual inspection for defects such as: witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gel spots, and scratches. Ten (10) balloons are sampled for burst testing and additional visual inspection. The crimp balloon features are 100% dimensionally inspected. The balloons are 100% visually inspected with unaided eye and rejected for gross defects. The balloons are 100% visually inspected under 8x magnification for fish eyes, gel spots, scratches, etc. During crimp balloon to inflation balloon laser bond, the laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. During balloon pleat, fold, & forming, prior to the process, the balloon is 100% for balloon size (using a go/nogo gauge) and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. During final inspection, 100% distal to proximal visual inspection by both manufacturing and quality is performed. The entire device is inspected for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. Functional inspection of collet/shaft clearance is performed. During the flex catheter and balloon catheter leak test, the commander delivery system is 100% leak tested. Additionally, the work order underwent product verification testing as a requirement for lot release. Five (5) lot samples were taken for testing. Of note, no failure occurred during product verification testing and the lost was released. During the functional product verification testing for commander, the device is visually inspected for physical defects or damage and visually inspected for tears or separation in the inflation/crimp balloon bond. The tensile product verification testing for commander, the inflation balloon/crimp balloon tensile testing was performed. The lot was accepted. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. The complaint for ¿balloon ¿ torn¿ was confirmed through visual inspection of the returned device. Dimensional testing of the returned device did not reveal any manufacturing non-conformances as the double wall thickness of the crimp balloon was within the specification. In addition, review of complaint history, lot history, and the DHR provided no indication that a manufacturing non-conformance contributed to the complaint events. Review of IFU/training materials revealed no inadequacies. A review of manufacturing mitigation also supported that the balloon and delivery system have proper inspections in place to detect issues related to the complaint events. Since no de-airing difficulty was reported during device prep, the device likely had no issues with the balloon out of box. Additionally, as the valve was not deployed and blood was seen coming back into the inflation device, it is likely that the torn crimp balloon occurred during valve alignment. A review of complaint history revealed that the potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in product risk assessment (pra). The pra identifies the increased alignment forces experienced during the procedure as a possible root cause for the balloon tear. Per device training materials, valve alignment should be done in a straight section of the vasculature. Per the cer, ¿the aorta was quite tortuous¿ and the access vessel was reported to be moderately to severely tortuous. If the physician performed the valve alignment process at a bend or angle, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Although it was reported that the valve alignment was done without problems, the flex tip gouges observed on the returned device can be indicative of valve diving resulted from the high alignment forces. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tearing of the balloon material. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Based on the available information, a definitive root cause cannot be determined at this time. To address the emerging trend in ic bond complaints, the tubing lots and resin for the crimp balloon underwent further review. This review identified a correlation between a recent increase in complaint rates with alternate extrusion processing methods. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  A CAPA is being updated to address the emerging trend in ic bond complaints. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in product risk assessment (pra). Although no product non-conformance was confirmed in the returned complaint device and the occurrence rate does not exceed the control limits, further investigation has been performed on the crimp balloon tubing and resin lots. No further escalation is required at this time. The complaint for ¿balloon ¿ torn¿ was confirmed but no manufacturing nonconformance were identified during the evaluation. A definitive root cause was unable to be determined, but it is possible that patient/procedural factors (high valve alignment forces) may have contributed to the reported event. No manufacturing non-conformance and no labeling/IFU inadequacies were identified. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in product risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated.

Manufacturer narrative:
Reference CAPA-20-00141.